Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 15 mm in length or > 60° angulation of the proximal aortic neck .

Manufacturer narrative:
Correction event date.

Manufacturer narrative:
(B)(4). The following devices were as well explanted: plc161000, lot 11827524, (B)(4). Plc231000, lot 11657562, (B)(4). Plc201000, lot 11735272, (B)(4). (B)(6).

Event description:
The following was reported to gore via phone call: the patient presented with an abdominal aortic aneurysm which was treated with gore® excluder® aaa endoprostheses on (B)(6) 2014. It was reported that the patient¿s anatomy showed distinct kinking at the aortic neck, >60° degree. During the initial procedure an aptus device was implanted to fix the gore® excluder® aaa endoprosthesis. On (B)(6) 2016 the patient underwent open surgery. All devices were explanted due to aneurysm enlargement from initial 5.6 cm to 7 cm. The aneurysm enlargement were caused by a type I endoleak proximal and distal. The patient was treated with a vascutek gelsoft¿ device. The patient tolerated the procedure.